Event description:
It was reported that during the procedure, the right atrial (ra) lead exhibited failure to capture, failure to sense and low pacing impedance. The ra lead was replaced and the procedure continued with new lead on (B)(6) 2023. No patient consequences reported throughout the procedure.

Manufacturer narrative:
The reported events of failure to capture, failure to sense and low pacing impedance were not confirmed. As received, a complete lead was returned in one piece measuring 52.5 cm for analysis. Visual inspection of the lead found no anomalies to the lead body. X-ray examination found the over-torqued inner coil at the connector region of the lead which consistent with procedural damage. Electrical testing found internal shorts between conductors due to the damaged inner coil consistent with procedural damage.